Event description:
It was reported that a patient underwent an unknown gynecological surgery on (B)(6) 2022 and suture was used. The suture broke during use. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/27/2022. H6 component code: g07002 no device problem found. The manufacturing record evaluation was performed and identified a non conformance, which was raised to address the event reported. The necessary actions have been taken to address the issue. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it was received one opened sample pertain to the product code z340h. In order to evaluate the condition of the returned sample, the swage and attachment area was noted to be as expected. The suture was examined along of the strand and no issue related to breakage suture or anomalies were observed during evaluation. In addition, the foil was examined, and no defects were found on the package. A functional test was performed using an instron equipment and the tensile force was above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that it was received seven unopened samples that pertain to product code z340h. In order to evaluate the condition of the returned samples, the seven packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed and examined along of strand and no anomalies or damaged were observed during evaluation. The functional test was performed using an instron and the tensile force in two pieces did not meet the minimum requirements. Based on the information currently available, damaged suture defect was identified during the investigation of the samples received. This product issue will be addressed through quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.